Event description:
It was reported that a motor stall occurred with recovery. The motor stall occurred when a healthcare provider used a magnet when trying to interrogate the pump. There was also an alarm occurring due to low reservoir volume. There had been no patient symptoms, though the patient had missed a refill appointment. It was stated that the patient was doing fine and the pump was working fine. The drug used in this system was unknown.

Manufacturer narrative:
(B)(4).